Manufacturer narrative:
One (1) imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was returned for investigation. Visual evaluation of the as returned product identified the implant is fractured at the collar. Heavy amounts of bone/tissue was seen attached on the implant external threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63735620). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63735620) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported events were confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. PMA/510k: k101880.

Event description:
It was reported that the implant fractured on (B)(6) 2020. The implant was removed on (B)(6) 2021 and a new implant was placed the same day. The patient was not injured at all due to the fracture. Tooth #19.